Event description:
On 16 june 2025,senseonics was made aware of an incident where user reported slight, cramp-like pain at the sensor insertion site. The pain was intermittent and has not improved or worsened. The user considered to removed the sensor due to discomfort. The user's was aware of the event and no medication was prescribed.

Manufacturer narrative:
The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The same symptoms could occur after removal procedure at the site of sensor removal. The user reported slight, cramp-like pain at the sensor insertion site. The pain was intermittent and has not improved or worsened. The user considered to removed the sensor due to discomfort. The user's was aware of the event and no medication was prescribed.